Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent an open reduction internal fixation (orif) of distal humerus. The cannulated stardrive screwdriver shaft broke off. The power shaft was locked and fell on the ground and the tip broke off and it cannot be re-used. There was no surgical delay and the procedure was completed successfully. Patient outcome is unknown. This report is for a the cannulated stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).